Event description:
This lead was an attempted implant on (B)(6) 2011. The lead was not successfully implanted due to scar tissue in the access vein. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).